Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon observed arcing coming from monopolar curved scissors (mcs) instrument with the tip cover accessory installed. The tip cover accessory was removed and inspected, and a hole was noticed during inspection. A replacement tip cover accessory was installed on the mcs instrument and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover cover has a hole burned through the silicone. Slight burn marks were found on the edge of the hole wall and the size of the hole is approximately 0.07 x 0.08. Engineering concluded that the orientation of the hole opening allowed energy to escape the tip cover. There were no mechanical tears in the silicone.